Event description:
It was reported that after the unit had been implanted in the pt for around 6 months, osteolyses was present on x-rays. It was further reported that in 2 cases, the cruciate ligament had loosened.